Manufacturer narrative:
(B)(4). Date of event: unknown. Operator of device: unknown. The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered before patient use while the bag was on a storage shelf. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual and functional test identified the reported condition as a large leak spraying liquid from the right bottom corner. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as an edge/corner gouge surrounded by eva fray and multiple instances of impact markings and parallel surface scratches, indicating impact or friction to the filled bag. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.